Event description:
According to the reporter, during laparoscopic appendectomy, the device was unable to fire. The surgeon was unable to squeeze the handle while being applied on the appendix. There was no patient injury.